Manufacturer narrative:
While it is unknown if the fynal used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.

Event description:
It was reported that a patient experienced sensitivity and gingival irritation shortly after cementation of a crown using fynal. The crown debonded some months later and was replaced using a different cement, after which time the symptoms resolved. No intervention was required to treat the symptoms.